Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) /2026. According to the reporter, on 03/12/2025, the patient experienced being white and pale, and was sweating excessively. The patient called his neighbor for assistance, and the neighbor called an ambulance. The patient was brought to the hospital and when a fingerstick was taken the cgm reading was 3.9 mmol/l, and the blood glucose reading was 22.0 mmol/l. The patient was treated with intravenous fluids and insulin injections. The patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still recovering, but it was understood that the patient had stabilized from the hyperglycemic event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.